Event description:
Bought botox from (B)(6) in the USA and filler for my face. The botox made me break into hives, caused blindness and the filler was runny. The botox and filler are bad, not true botox and silicone like filler. All bought in the USA (B)(6).